Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged damaged cartridge issue could not be verified; however, a different issue was identified (alarm 21).

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.